Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007, 694965 lead implanted: (B)(6) 2007.

Event description:
The lead was explanted and returned to the manufacturer. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.